Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to damage to the charged coupled device unit. Further evaluation found wrinkles in the video cable and universal cord, the adhesive on the bending section cover was floating and cracking, the universal cord was no longer waterproof due to perforation and part of the universal cord was sticky and discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the flex 3d deflectable videoscope, the unit experienced error b30, scope communication error. The issue occurred during preparation for use. The intended diagnostic procedure was completed using a similar device. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since an air leak was confirmed from the universal code of the device, there is a possibility that the event occurred due to corrosion or failure of electronic components such as the charged coupled device (ccd) and scope connector board. The cause of the air leak is considered to be external stress such as contact of the site with some hard object. In addition, wrinkles have been found on video cables and universal cords. Therefore, it is conceivable that excessive flexion stress has been applied to the site and the charged coupled device (ccd) cable has also been damaged. The event can be detected/prevented by following the instructions for use which state: ..... (Details) olympus will continue to monitor field performance for this device.